Manufacturer narrative:
DHR. No anomaly was observed during the review of the design, manufacturing and quality records. Failure analysis is not possible for the moment as no product was returned. Root cause could not be determined. Device identifier : (B)(4).

Manufacturer narrative:
Device identifier : (B)(4). A visual inspection is done as receipt: lot f8p8 is confirmed. No hexagonal shape is observed at the tip of the screwdriver. An inspection is done following associated inspection form. As observed initially, the hexagonal tip is missing (about 2mm) due to the breakage. Given the observation made during the investigation and failure analysis, the breakage of the hexagonal tip of the screwdriver is confirmed. No anomaly was observed during the review of the design, manufacturing and quality records. No trend is found for this type of issue. Product lot was released in 2013. No other complaint about breakage was recorded for this lot. Dimensions (internal and external diameter), raw material and heat treatment are in conformity with the specifications.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the tip of the screwdriver broke and was left in the patient. They couldn't remove it anymore so they used a drill to remove the part which was sticking out and closed the wound after. No patient injury reported and the event lead to 20 minutes surgical delay.